Event description:
Customer reported issues with the pump screen going blank while entering data. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined further follow-up from technical support.